Manufacturer narrative:
(B)(4). Info was not provided. Evaluation summary: the analysis results found that the instrument fired, cut and formed all the staples around the entire staple ring, as well as completely cut the breakaway washer and the test media without incident.

Event description:
It was reported that when the device was used during a procedure for prolapse and hemorrhoids, it would not fire initially and did not fully cut tissue when fired. Extended operation time and pt was admitted to the ER for bleeding/pain hours after the procedure. The pt was given pain medication and no intervention was required for the bleeding.